Event description:
It was reported that the communicator power cord end in the power outlet burned. A blackened area and a melted plug were observed. The communicator power cord issue was noticed a couple of days ago. The communicator issue was not resolved. A new communicator power cord and a return label were sent. No adverse patient effects were reported. The communicator remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.